Event description:
Reportable based on analysis completed on 11-dec-2014. It was reported that crossing difficulties were encountered. The 80% stenosed, 25x2.5mm, eccentric, de novo target lesion containing a lesion bend between >45 and <90 degree was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 2.25mm taxus¿ liberté¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis there were no issues noted with the tip profile of the device. The tip od was measured which is within specification. The investigator noted that the stent had been partially inflated and the struts were stretched and distorted across the length of the stent. It was also noted that the stent had moved approximately 2.5mm distally from the most proximal crimp mark on the balloon material. This type of damage is consistent with excessive being applied to the stent. This damage may have occurred during the removal of the device. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. There were no issues noted with the balloon however it was noted that the balloon had been inflated and deflated prior to return. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).